Event description:
June 2011 I had the essure permanent birth control device implanted in both fallopian tubes. Prior to essure, I received annual physicals with no report of any health issues/concerns. Since (b)6) 2011, I have experienced severe migraines, pelvic pain, abdominal pain, muscle and joint pain, blurred vision, black outs with no recollection of occurence, lower and upper back pain, fatigue, constant metal taste in my mouth and electric shock when I touched anything. I was diagnosed with a hyperactive thyroid, high blood pressure, depression, there is currently a hole in my heart and I have many blood clots in my body resulting in having to take blood thinners for the rest of my life. After a year and a half of unbearable pain, I had an allergy test and it was determined I was allergic to nickel and my body was having a toxic reaction to the allergy. On (B)(6) 2013, I had a hysterectomy to have the metal coils removed. I currently have migraine headaches, digestive problems, blurred vision, muscle and joint pain, blood clots and a heart condition.

Event description:
Add'l info received from reporter on (B)(6) 2014: in (B)(6) 2011, I was implanted with the essure device. In (B)(6) 2011, I began having migraine headaches. In (B)(6) 2012, I loss conscious while working and was transported to a local hospital where I learned I had a seizure and a minor stroke. I was treated by a neurologist and received many test to determine the cause of the stroke, seizures and constant headaches. In the meantime I continued with severe abdominal pain, chest pains, blurred vision, dizziness inability to function or think straight, severe fatigue, nausea on a day to day basis. After a serious of neurological testing and multiple testing from my primary care physician it was determined I was having a toxic poisoning from the nickel in the essure device. The symptoms continued to worsen daily and prevented me from taking care of my family and impacting my work performance. After continued hospital visits it was recommended I have the essure device removed as quickly as possible. I consulted with my obgyn and advised the allergy in which he advised the only way to remove the devices would be a partial hysterectomy. I did not want a hysterectomy, after researching the cost associated with essure removal I had no choice but to proceed with the hysterectomy (B)(6) 2013. I never encountered any health related concerns until having the essure implants in my body. I received annual physicals and lived a healthy lifestyle. Since essure, I have had a partial hysterectomy, lumbar punctures, brain tumor, heart condition, pulmonary embolisms, numbness in parts of my body, migraines, depression, fatigue, daily aches and pains, gallbladder removal, swollen stomach, loss of vision, back, arm, neck, leg joint pains, inability to focus, concentrate, shortness of breath, lack of energy and continued ongoing treatment for conditions no (B)(6) women should have. Having this procedure has forever changed my life in the worse way.